Event description:
(B)(4). Almost immediately I starting having pains throughout my body. I have lower back pain constantly, leg aches, constant headaches, fatigue, twitching, loose teeth, lose of multiple teeth, brain fog, heart palpitations.